Event description:
Philips received a complaint on the intellivue multi measurement server indicating there was no technical alarm. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) confirmed there was no technical alarm. The rse checked the system cables and consumables and recommended that the system parametric board needs to be replaced. The parametric board was replaced to resolve the customer's issue. Reporter phone #: (B)(6). Reporting institution phone #: (B)(6).